Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported that on (B)(6) 2016 pus remained in the inferior border of the implantable neurostimulator (ins) site, it was drained and cleansed using physiological salt solution by catheter. The consumer also had reddening and was given antibiotics. It was unknown if any factors led to the event. On (B)(6) 2016 the reddening was reversed and infection was unclear as no cultivation test was conducted. The consumer underlying disease was bowel incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the consumer visited outpatient. Stimulation had been turned off for two weeks and the consumer was placed under observation; however, as incontinence was aggravated, the system was scheduled to be replaced. At the outpatient, the ins and lead were exposed. On (B)(6) 2016 the system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.